Event description:
The control module has a 0.5 ml reservoir which fills with drug solution and is then injected intravenously into the pt. The reservoir appears to contain a small plastic particle. The device was not used.